Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shocking and zapping on the right side where the ins was implanted. They also kept having double vision and seeing flashing lights. Stim is kept on at all times. Impedances were taken and listed as below:  left side: c0: 1555 ohms c1: 814 ohms c2: 502 ohms c3: 2729 ohms 01: 1462 ohms 02: 1623 ohms 03: 3584 ohms 12: 808 ohms 13: 2942 ohms 23: 2321 ohms  right side c4: 875 ohms c5: 917 ohms c6: 1023 ohms c7: 1099 ohms 4/5: 1115 ohms 4/6: 1498 ohms 4/7: 1677 ohms 5/6: 1213 ohms 5/7: 1597 ohms 6/7: 1354 ohms the symptoms were not experienced during the impedance test.